Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable neurostimulator stopped and could not be restarted. An x-ray was taken because there was "either a short or a broken wire," the results of which were not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.